Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had a therapeutic ultrasound the next to last week in (B)(6) 2016. The patient reported that she had several instances where she had burning and pain at the implant site. The patient reported that this happened the first part of the week prior to the report. The patient reported that she hadn¿t had any more of these sensations around where the battery was located. The patient reported that it was just a one-time thing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.